Event description:
This lead was explanted due to high impedances, greater than 2000. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2024 implant was incorrect on original report, it is unknown. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 implant was incorrect on original report, it is unknown. Upon receipt, the distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. The analysis of the returned fragment revealed several cuts into the insulation, a deformed conductor coil, a deformed lead tip and fixation helix, these damages most likely resulted from the explantation procedure. However, a thorough analysis of the received fragment did not show any deviations which might have led to the reported high impedances. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.